Event description:
Customer reported power failure during treatment. The staff of the ICU reported that there had been a loud bang and sparks from the prismaflex after about 5 hours of treatment and the machine had stopped working.